Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on jul 26, 2019, indicates that the patient was stable following the procedure.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator that was in backup vvi. The device was explanted and replaced. No further information is available.